Event description:
It was reported that the patient "completely recovered and has nearly no pain any more." The part and lot # of the suspect device were not able to be identified and the parts are not available for analysis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a patient underwent an unknown surgical procedure. Sometime post-op, the patient presented with pain in the right buttock and upper leg. CT scan revealed medial position of the right pedicle screw at s1 with contact to the nerve root. The right pedicle screw at s1 was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
It was reported that the patient "completely recovered and has nearly no pain any more." The part and lot # of the suspect device were not able to be identified and the parts are not available for analysis.